Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six days after laparoscopic left hemicolectomy was performed, patient had fever so computed tomography abdominal anastomosis was done. There was gas in abdominal cavity and fluid collections next to the stapled anastomosis. In emergency surgery, fluids were seen in abdominal cavity in pelvic region and left side. Anastomosis was intact and staple line was complete, but there were fibrin covering on the top (infection). Rinsing the abdominal cavity and drainage was placed and transverse osteoma was performed. Post operation antibiotics were also given to the patient. Drainage was removed and patient went home seven days post operative.